Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03560. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) procedure to treat renal tumors. This 4.0/15/15 leveen¿ coaccess¿ needle was used with a rf3000 radiofrequency generator and non-bsc grounding pads. The first lesion was successfully ablated. While ablating the second lesion they initially achieved roll off; however, when they were working on achieving the second roll off the generator displayed an error message 89. They turned the generator off and then on, but the generator continued to give error message 89. They were almost done with the procedure so the procedure was aborted. It was noted that the physician felt that sufficient ablation was achieved even with the error, so the patient will receive normal follow-up. No patient complications reported.